Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced organ perforation and bleeding. Additionally, the plaintiff experienced erosion, extrusion, pain her legs, infection, overactive bladder, hematuria, urinary tract infection and dysuria. Furthermore, it was reported that the plaintiff died. The cause of death reported were suspected pulmonary embolus due to recent right hip replacement, chronic obstructive pulmonary disease and diabetes mellitus. Related to manufacturer report #: 2183959-2014-45643.

Manufacturer narrative:
(B)(4).